Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified, moderately torturous, and 90% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, moderate tortuosity, and 90% stenosis in the proximal left anterior descending artery. An unspecified stent was deployed, and a 3.5 x 12 mm nc traveler balloon dilatation catheter (bdc) was advanced for post-dilatation; however, resistance with the anatomy was met and the bdc failed to cross the lesion. Resistance with the anatomy was also noted during device removal. The bdc was replaced with another unspecified balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.